Manufacturer narrative:
Limited information was reported; this medwatch was conservatively submitted as a serious injury.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unknown time in relation to the implant of a transcatheter bioprosthetic valve (manufacturer unknown), the patient underwent a multi-detector computed tomography (mdct) for an unknown reason. Following the mdct, the patient experienced bilateral mottling to the extremities reported as "post CT deterioration". The patient was referred to the general practicioner (gp). Upon visit with the gp, the patient was significantly bradycardic. An electrocardiogram was performed and revealed complete heart block. Subsequently, the patient was admitted and a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b5 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the bradycardia and complete heart block (chb) events occurred at the patient¿s screening for a transcatheter aortic valve replacement (tavr). A tavr was not attempted, and thus a tavr was never implanted. Per the physician, the bradycardia and chb were not related to a valve or a valve implant procedure.